Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part# 338.310, lot# 338.310. Manufacturing location: (B)(4), manufacturing date: jan 27, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 patient underwent surgery. During the surgery, threaded tip of one screw broke and the threaded tip of another screw bent during use. Fragments were generated and were removed from patient¿s body. There was no delay to surgery time. Surgery was completed successfully. No other medical intervention needed. This report is for one (1) dhs/dcs coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. The device was received. The entire outside threaded part (approximately 7mm) of the device is broken. The broken part is missing. Furthermore there are slightly signs of use on device's surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Because of the damage and the missing part, the relevant dimensions of the device could not be checked for dimensional accuracy. We can only assume that most likely, the connection between the wrench and the screw was not aligned during use and that more force was necessary to handle the device and therefore could have led to complained issue. The article 338.310 with lot no 9776980 was manufactured in a quantity of (B)(4) pieces on january 2016. There are no known quality problems or failures caused by a faulty product on the article. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device history records review was completed for part# 338.310, lot# 9776980. Manufacturing location: (B)(4), manufacturing date: jan 27, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.